Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination. Approximately a month after the onset, the patient was treated with stronger dianeal therapies. Approximately a month after treatment, the patient again experienced peritonitis manifested with abdominal pain. The cause of the peritonitis was the break in aseptic technique; however, the patient was diagnosed with a catheter infection which caused peritonitis to come back repeatedly. On an unreported date, dianeal therapies were discontinued. The patient started hemodialysis and on an unreported dated the dianeal therapies were re-introduced. The patient was not hospitalized for the events and the patient recovered from the peritonitis. No additional information is available.